Event description:
Nissen fundoplication- "after initial port insertion, the trocar was removed and blood was visible in the port. After a brief further look, the consultant decided to convert to a laparotomy. During incision, the patient's blood pressure was suddenly unrecordable and resuscitation measures commenced with a blood pressure quickly again recordable. On opening the abdominal cavity, significant bleeding was evident in the peritoneal cavity (approx. 15 liters blood loss) and a large retroperitoneal haematoma. No significant bleeding point was identified. Small mesenteric bleeding vessels were sutured and the area packed. An abdominal CT angiogram identified that the sma (superior mesenteric artery) was occluded by a presumed blood clot from trauma assumed from the port insertion given the history. Radiological and surgical options to salvage the blood supply to the intestines were explored and discussed with the relevant consultants but were not possible the patient has survived but is likely to require life-long parenteral nutrition (tpn) to meet her nutritional needs." Type of intervention- surgery to remove part of the gut. Patient status- likely to require life long parenteral nutrition.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation, and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. As stated in the instructions for use (IFU), "to minimize risks associated with access port placement, ensure: appropriate patient positioning to shift organs away from access for placement site. Obturator tip is pointing away from major vessels, organs, and other anatomical structures. Moderate, controlled pressure is employed when placing the access port." This document represents our final report.